Manufacturer narrative:
Bci customer technical support (cts) assisted customer to check for loose connection on top of the cc sample probe and from the sample syringe which were fine. A field service engineer (fse) went on-site and found plug in cc sample waste valve. Fse cleared jam in valve and verified operation with no errors noted.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting a leak coming from the cartridge chemistry (cc) sample probe of the unicel dxc 800 pro synchron clinical system. No injury was reported.